Event description:
Patient status post construct implantation returned to surgeon for post op visit. An x-ray showed the rod slipped out of the screw head with a locking cap in place at l4, the end of the construct. Surgeon revised the patient. This is two of three reports for this event.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.